Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this (B)(6)-y-o patient with a valve model 3300tfx25mm implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 7 years and 11 months due to degeneration leading to stenosis and insufficiency. A 26mm sapien 3 valve was successfully implanted within the surgical edwards valve using the transfemoral approach. Patient outcome was noted as excellent.